Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 25-feb-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('heavy haemorrhage during menstrual periods almost 3 months after surgery') in an adult female patient who had essure (batch no. 846838) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced migraine ("migraines"), dysmenorrhoea ("very severe pain during menstrual periods, between 7 to 8 on a scale of 10"), neck pain ("neck pain"), periarthritis ("right shoulder capsulitis"), epicondylitis ("epicondylitis left elbow, doubled in size"), sciatica ("cruralgia right leg with paraesthesia"), paraesthesia ("cruralgia right leg with paraesthesia"), amnesia ("memory loss"), visual impairment ("visual disturbances"), tinnitus ("tinnitus"), disturbance in attention ("concentration problems"), fatigue ("very intense fatigue") and exostosis ("calcaneal spur, 1 months sick leave") and underwent hearing aid therapy ("2 hearing aids"). The patient was treated with 3 osteo sessions, surgery (essure removal via total hysterectomy with bilateral salpingectomy) and immobilization for 1 month. Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia, migraine, dysmenorrhoea, neck pain, epicondylitis, sciatica, paraesthesia, amnesia, visual impairment, hearing aid therapy, tinnitus, disturbance in attention, fatigue and exostosis outcome was unknown and the periarthritis had resolved. The reporter provided no causality assessment for amnesia, disturbance in attention, dysmenorrhoea, epicondylitis, exostosis, fatigue, hearing aid therapy, menorrhagia, migraine, neck pain, paraesthesia, periarthritis, sciatica, tinnitus and visual impairment with essure. The reporter commented: the capsulitis resulted in an arm totally paralysed requiring 3 osteo sessions before it was resolved. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 25-feb-2020. The most recent information was received on 11-mar-2020. This spontaneous case was reported by a consumer and describes the occurrence of menorrhagia ('heavy haemorrhage during menstrual periods almost 3 months after surgery') in an adult female patient who had essure (batch no. 846838) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced migraine ("migraines"), dysmenorrhoea ("very severe pain during menstrual periods, between 7 to 8 on a scale of 10"), neck pain ("neck pain"), periarthritis ("right shoulder capsulitis"), epicondylitis ("epicondylitis left elbow, doubled in size"), sciatica ("cruralgia right leg with paraesthesia"), paraesthesia ("cruralgia right leg with paraesthesia"), amnesia ("memory loss"), visual impairment ("visual disturbances"), tinnitus ("tinnitus"), disturbance in attention ("concentration problems"), fatigue ("very intense fatigue") and exostosis ("calcaneal spur, 1 months sick leave") and underwent hearing aid therapy ("2 hearing aids"). The patient was treated with 3 osteo sessions, surgery (essure removal via total hysterectomy with bilateral salpingectomy) and immobilization for 1 month. Essure was removed on (B)(6) 2020. At the time of the report, the menorrhagia, migraine, dysmenorrhoea, neck pain, epicondylitis, sciatica, paraesthesia, amnesia, visual impairment, hearing aid therapy, tinnitus, disturbance in attention, fatigue and exostosis outcome was unknown and the periarthritis had resolved. The reporter provided no causality assessment for amnesia, disturbance in attention, dysmenorrhoea, epicondylitis, exostosis, fatigue, hearing aid therapy, menorrhagia, migraine, neck pain, paraesthesia, periarthritis, sciatica, tinnitus and visual impairment with essure. The reporter commented: the capsulitis resulted in an arm totally paralysed requiring 3 osteo sessions before it was resolved. Lot number: 846838 manufacturing date: 2011-04 expiration date: 2014-04. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-mar-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.